Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back repeating previously reported issues. The patient stated "it" keeps shutting off. The patient clarified that patient programmer (pp) keeps shutting itself off. The patient thought that pp needed to be continually on in order for ins to stay on. The patient stated she now understands after been educated on how the programmer works.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient had a sudden return of symptoms on (B)(6) 2016. The patient programmer was not working. The patient was able to use the programmer and verified stimulation was currently shut off. The patient was able to use the programmer and turned stimulation back on. The patient was currently at 2.8v. The patient would continue to track their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.